Event description:
It was reported that the patient presented in clinic for routine follow up. Upon interrogation, the right ventricular lead exhibited high impedance and unacceptable thresholds. A chest x-ray revealed lead fracture due to rib clavicular crush damage. The lead was capped and replaced. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.